Event description:
Clinical trial. It was reported that 567 days following a coronary artery drug eluting stenting treatment procedure the patient experienced a target vessel reintervention. The index procedure identified and treated one de novo, 85% stenosed, 2.5x14mm lesion in the distal lad (left anterior descending). The lesion was treated with direct stenting using a 2.5x16mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. The patient experienced a target vessel reintervention of the distal lad 567 days following the index procedure. The reintervention was noted to not be due to in-stent restenosis and was treated with implantation of another manufacturer's drug eluting stent. The patient was discharged the following day. The relationship of the device to this event is reported as "unknown."

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution.